Event description:
It was reported that the patient presented to the hospital on (B)(6) 2022 and reported experiencing intermittent dizziness. Upon examination, the electrocardiogram (EKG) showed atrial-paced rhythm demonstrated intermittent absence of p waves and ventricular pacing. The atrial lead exhibited elevated capture threshold resulting in loss of capture. Increasing the pulse generator output also caused the patient to feel the pacing. Subsequently, a lead revision was recommended. On (B)(6) 2022, the patient presented to the hospital for a lead revision procedure. Fluoroscopy imaging was done which confirmed that the atrial lead had dislodged. During the attempt to remove the atrial lead, the lead unraveled and the tip broke and was left in the subclavian. The atrial lead was eventually explanted and replaced. During procedure, it was noted that there was tissue binding the distal atrial lead with the right ventricular (rv) lead and the rv lead became dislodged while manipulating the atrial lead. The rv lead was repositioned to the lower right ventricular septum successfully. The procedure was completed with the patient in good condition. Related manufacturer reference number: 2017865-2022-07127.

Manufacturer narrative:
The reported events of dislodgement, failure to capture, and sensing intermittently were not confirmed. Final analysis found only the connector portion was returned in one piece measuring 16.5 cm. Electrical testing of the partial lead did not find any indication of conductor fracture or internal shorts. Visual inspection of the lead did not find any anomalies except for procedural damage. Analysis was otherwise normal. No anomalies were found.